Event description:
S/n (B)(6): high thresholds, high impedance, noise, elevated sic-> was active, now capped s/n (B)(6): high thresholds-> previously capped, now active. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).